Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-malignant pain. It was reported that that every time the patient connected to the myptm app, it would normally take about three seconds from 0-90 and 5 minutes before it got to deliver bolus or lockout screen. They stated that they would have to go through two full steps for them to connect and each step took about 5 minutes. Pt stated that this issue started about first of the year. Agent reviewed information and walked pt through clearing data. Agent also reviewed best practices.